Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the charged coupled device (ccd)unit was damaged due to physical stress applied to insertion section during device handling by the user, resulting in the no image event. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image" -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image during angulation in the up position due to a damaged charged coupled device (ccd) unit. The image was ok in a neutral position. Also, evaluation found the bending section cover was leaking due to a cut, customer taped had to be removed, part of the bending section cover was missing, the insertion tube had a deep dent and the ring gauge failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image. The issue occurred during the preparation for use. There were no reports of patient or user harm associated with this event.